Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting ranges around 230mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Blood test performed during call ((B)(6) 2015; 8:22pm) with result of "hi". Blood test performed prior to call with result of "hi". Verified storage of test strips is within instructed specification since they are kept in dining room. Test strip lot manufacturer's expiration date is 03/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: "hi", (B)(6) /2015; 9:04pm; "hi", (B)(6) 2015; 9:01pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had high glucose value.